Event description:
Boston scientific received information that this device was programmed to v-tachy mode set to value other than monitor plus therapy. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.